Event description:
Subsequent to tha initial medwatch a procedural cine was received. Review of the angiogram images by abbott vascular clinical show an acute takeoff of the left circumflex (lcx) from the left main coronary artery. There are lesions in the proximal section of the vessel involving the bifurcation of the obtuse marginal. The right coronary artery (rca) is heavily calcified and totally occluded mid-vessel. A guide wire is visible in the pl. The guide wire was removed and slight flow is visible in the distal vessel. The guide wire was readvanced and several balloon dilatations were performed in the mid-distal vessel. The inflated, unspecified balloon has a significant waist. There is a fragment of the radiopaque guide wire tip in the mid-vessel at the area in which the balloon waist was visible. A new wire is positioned in the pl and additional balloon dilatations are performed in the distal rca. There is a significant dissection in the distal rca. Additional balloon dilatation is performed over the site of the wire fragment. A stent is positioned in the distal rca. The images confirm that a fragment of a radiopaque guide wire tip separated in the rca (not the lcx as initially reported). However, there are no images confirming stent placements.

Event description:
It was reported that during the procedure in the left circumflex artery, approximately 3 cm of the radiopaque tip of the whisper guide wire separated during advancement. There was no resistance felt during advancement and no force was applied. The guide wire had reached the lesion when the physician noticed that the tip had separated. The reason that the separation occurred is unknown. There was no attempt to retrieve the separated segment and the proximal segment of the guide wire was withdrawn from the anatomy. A second whisper guide wire was advanced to the target lesion without issue, followed by advancement of an unspecified drug eluting stent system. The stent was deployed in the target lesion, successfully embedding the separated segment of the guide wire. The physician stated that the case was "not easy" due to vessel tortuousity but the vessel was not heavily calcified. The duration of the procedure was greater than two hours. The patient remained asymptomatic throughout the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported wire separation was confirmed. Based on visual inspection, scanning electron microscopy imaging of the returned device, and clinical analysis of cine images, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.